Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid.continuation of d10: product ID neu_recharger_acc (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/asection d references the main component of the system. Other medical products in use during the event include: brand name implantable neurostimulator; product ID neu_ins_stimulator (serial: unknown); product type: 0197-implantable neurostimulator; brand name implantable neurostimulator; product ID neu_ins_stimulator (serial: unknown); product type: 0197-implantable neurostimulator; brand name implantable neurostimulator; product ID neu_ins_stimulator (serial: unknown); product type: 0197-implantable neurostimulator; citation: antenucci p, colucci f, gozzi a, angelini c., cavallo ma., scerrati, a. Casetta, I., sensi m.. Rechargeable and nonrechargeable implantable pulse generators for deep brain stimulation in parkinson¿s disease: long-term experience. Acta neurologica scandinavica 2025. Doi:10.1155/ane/6097313earliest date of publication used for date of event.no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously repo rted.without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Long-term experience. Acta neurol scand. 2025;2025(1). Doi:10.1155/ane/6097313. The study¿s objective is to assess long-term experience with rechargeable (r-ipg a nd non-rechargeable implant pulse generators (nr- ipgs)for deep brain stimulation(dbs) in parkinson¿s disease(pd). Material and methods: qualitative semi structured interviews, clinical outcomes, and care load estimations were retrospectively collected for a pd- bs population implanted at our center from 2006 to 2022. Reported events: 6 patients experienced infection. 7 patients required early intervention/substitution was necessary. 6 required surgical revision and 3 required lead drainage. 2 patients had unpredicted battery depletion resulting in one case of withdrawal syndrome and hospitalization. 2 patients developed delirium. One complicated with sepsis and one presented as an adverse reaction to prophylactic antibiotics.